Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's pocket site and xyphoid incision were infected. The patient was presented back to the electrophysiology (ep) laboratory. The pocket and xyphoid incision sites were open. The physician elected to steri-strip the sites closed and derma bond. The physician plans to give the patient intravenous antibiotics and reassess the sites at a later date.

Manufacturer narrative:
The available information suggests that this device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.